Event description:
On (B)(6), I underwent a sofwave procedure of the neck and face. The probe has left a stamp on my face in the shape of an h that is not resolving. The provider was very upset and said all settings were correct. Sofwave told the provider the probe was faulty and provided her a new one. Sofwave is marketed as a safe "organic" treatment. I quite possibly have become permanently disfigured from sofwave.